Manufacturer narrative:
According to the report received "disposable 1.3 centurion circlamp with bell used for circumcision, the clamp was applied to the foreskin and after the foreskin was cut the infants penis slipped out of the device, the device no longer applied constant pressure, as a result, there was more bleeding than normal, and oozing was noted". Per the report "surgicel was applied with hemostasis and no further intervention was needed". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. This medwatch is related to mw5164255.

Event description:
According to the report received "disposable 1.3 centurion circlamp with bell used for circumcision, the clamp was applied to the foreskin and after the foreskin was cut the infants penis slipped out of the device"